Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had a merlin.net transmission showing several inappropriate ams episodes due to far field r-wave oversensing. Programming changes were discussed. It was later noted that no programming changes have been made. Patient will return to the patient's annual follow-up in january.